Event description:
It was reported that during an office visit on (B)(6) 2014, the vns patient¿s device was tested and diagnostics revealed high impedance (dc dc ¿ 7). No patient adverse events were reported. No known surgical interventions have occurred to date. Attempts for additional relevant information regarding the high impedance observation will be made.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Good faith attempts for additional relevant information regarding the high impedance observation have been unsuccessful to date.